Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: it was reported that intermittent audio output occurred. The receiver log was downloaded and reviewed finding [errors/no errors] related to the complaint.

Event description:
It was reported that intermittent vibration occurred. The receiver log was downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient stated on (B)(6) 2019 at about 7:00 pm, she had just eaten supper and had insulin. She was at church and was sitting at the table disoriented, not knowing what was going on, and people were offering her sugar and jelly beans. She was just staring so they called for an ambulance. When the emergency medical technicians (emts) checked her blood sugar it was 37 mg/dl she does not know what the continuous glucose monitor (cgm) was displaying because the emts could not find the receiver which was in her pocket at the time. She was treated with glucose via intravenous (IV) therapy and she became alert. Her bg went up to 520 mg/dl post treatment and she had to deal with the high, but she stated she was awake and she was fine. She refused to be taken to the hospital because she was aware of her surroundings. The patient reported while she had extreme low glucose she did not get a vibration warning for her low threshold of 70 mg/dl. At the time of contact, the patient was in stable condition. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. 'Try it' testing was performed and passed. A drop test was performed and passed. The receiver log was downloaded and reviewed finding [errors/no errors] related to the complaint. The receiver case was opened for an internal inspection and passed. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.